Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system alarmed and self-restarted exhibiting an intermittent loss of functionality. No pt serious injury or death ws reported related to this event.